Event description:
Patient reported later in day after injection with juvederm "with lidocaine," in the nasolabial folds and marionette lines, patient noted "extreme pain, the right nasolabial fold became very red and 3-4 days later turned black. It looked like there was a cut, like somebody took a knife and poked the skin. An infection set in and spread to the right side of the nose. The infection ate away at the nose, and part of the right side of the nose disappeared." Prescribed treatment was described as: "lots of antibiotics including amoxicillin and z-pak," "silvadene cream," and surgical treatment consisting of "skin grafts and reconstruction" of the patient's nose.

Manufacturer narrative:
Patient did not permit follow up with the injecting and/or treating healthcare professional; information, such as the lot number, is not available.